Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "subject presented at hospital for scheduled revision tka due to aseptic failure of the knee. Implant manufacturer of tibial and femoral components were reported to be stryker. Additionally, the cemented patellar implant manufacturer was reported as stryker. The previous implant catalog # and lot # are not available. The subject received the above referenced components during the revision tka."